Event description:
It was reported that during a regular checkup noise was seen on the electrocardiogram for the right ventricular lead. There was no variation in lead impedance, and the noise was not recurrent. During the replacement procedure noise was not seen when the lead was stressed or paced with high output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.